Manufacturer narrative:
H.6. Investigation: customer returned (69) unopened 32gx4mm bd pen needles from lot# 9338806. The customer reported that the needle broke off in the injection site. 30 out of the 69 returned samples were tested for visual inspection of point geometry, outer diameter and lube coverage. All observations measured within specification. No defects related to the integrity of the cannula were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm hp experienced a cannula that broke off or pulled out. The following information was provided by the initial reporter: material no:320550 batch no: unknown . Consumer informed needle break removed with tweezer. Feels the new 2nd gen pen needle is cheaply made and will never purchase again.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp experienced a cannula that broke off or pulled out. The following information was provided by the initial reporter: material no:320550. Batch no: unknown. Consumer informed needle break removed with tweezer. Feels the new 2nd gen pen needle is cheaply made and will never purchase again.